Manufacturer narrative:
Zimvie received one (1) tsvtb11, (imp,tsv,3.7,11.5,mtx,mg) site number 10, and one (1) tsvtb10 (imp,tsv,3.7,10,mtx,mg) site number seven (7), and one (1) tsvt4b10 (imp,tsv,4.1,10,mtx,mg) site number 13 for evaluation. Visual evaluation was performed, one (1) of the reported tsvtb10¿s was not returned for evaluation. The customer returned one (1) tsvt4b10 instead. The implants all had signs of use. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. Cal05593632 (due: may 30, 2024). This complaint refers to the tsvtb11 (site number 10). DHR review was completed for the subject lot number 1239134. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1239134 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : medical : bone loss and dental : medical : other ¿ the customer did submit images for the reported event. Medical affairs provided feedback regarding the x-ray. ¿the panoramic image does not give enough information to completely analyze the case or to criticize the placement or angulation of individual implants or the overall angular relationships.¿ based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was inadequate treatment planning. Refer to attached summary investigation for bone loss. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for bone loss related problems have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. Furthermore, the probability of manufacturing or design defects that might lead to bone loss escaping the available detections is remote and almost nonexistent. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that general dentist office dentist stated they could not restore implant due to angle of implant for locator attachment. Has history of heart and lung issues. Site grafted (B)(6) 2023 with allograft. Tooth # 7. Symptoms as a result of the event: pain